Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is not expected at this time.

Manufacturer narrative:
At this time, this device is not expected to be returned; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.